Event description:
Info was rec'd that reported a pt was hospitalized in 2008, due to an incident of hyperglycemia. The pt works the third shift, at work she began feeling dehydrated and tired. She tested her blood glucose and it was excess of 600 mg/dl. She was brought to the hosp where upon admit her blood glucose was 700mg/dl. She was treated with IV fluids, and insulin. The device should be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence, but as of the date of this report had not been returned for eval.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.